Event description:
It was reported that intermittent atrial undersensing was observed. Programming changes were made, however, further reprogramming was recommended. Patient was unaware there was an issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.